Manufacturer narrative:
H3- device evaluation: lens was returned taped to the lens case, dry with residue/debris. Visual inspection found the haptic stretched out with foreign residue. Claim# (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens, -05.00 diopter, within the same surgery due to the lens was possibly inserted upside down in the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens within the same surgery and the problem was resolved. The cause of the event was unknown. The patient is healing and seeing well.